Event description:
Implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, inadequate bone quality/quantity, mobility ((B)(6) and (B)(6) are same patient).